Event description:
During a percutaneous transluminal coronary angioplasty to the posterior descending artery and left proximal anterior descending artery, the slalon catheter broke off while in the patients left anterior descending artery. A portion of the catheter wire and balloon had to be removed via emergency coronary artery bypass graft operation.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, balloon. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.